Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned, and a watchman flx pro closure device and delivery system (wds) were selected for use. The physician gained access via the right femoral vein and advanced the was up to the superior vena cava (svc) and pulled down to the septum. Once crossed through the septum, the physician noticed a problem. The transesophageal echocardiography (tee) was checked for a pericardial effusion, and it was observed that there might have been an effusion. The physician asked for a 20mm closure device to close the appendage. The 20mm closure device was not big enough for the appendage, so it was exchanged for 24mm closure device. The 24mm closure device was successfully implanted in the patient. Immediately following the implantation of the 24mm closure device, the physician checked for effusion on tee. The effusion had grown during the end of the case and the patients pressure was dropping. The cardiothoracic surgeon was called and performed a successful pericardial window on the patient. The physician suspected that the effusion was most likely caused by a perforation, however the exact cause was unknown. The patient was held for observation and has been discharged home with no further complications.